Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a transvaginal miniarc sling on or about (B)(6) 2009, to treat her stress urinary incontinence. It was alleged that the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering, and severe emotional distress. It was additionally alleged, the plaintiff developed bladder outlet obstruction and found to have mesh exposure which led to the developement of urinary retention. On or about (B)(6) 2010, the plaintiff underwent an additional surgery for removal of the exposed mesh.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.